Event description:
This patient is implanted with a scs system which includes two extensions from the same lot.it was reported the patient was experiencing pain at the proximal extension connection site. Follow up information identified the patient underwent surgical intervention to place the extensions deeper and electively replace the ipg.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.